Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the screen going blank. Physio did observed the event code logged in the device's memory and replaced the main keypad assembly to resolve that issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue of the event code being logged, was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that the device's display went blank twice while using the device for training. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.